Event description:
The customer had an ongoing issue with questionable calcium results. She provided calcium results for three patient samples, results for one patient were discrepant. The initial calcium result was 8.3 mg/dl when tested on this cobas 6000 c501 module (serial number (B)(4)). The result was not reported outside the laboratory. The same sample repeated on another cobas 6000 c501 module (serial number (B)(4)) gave 9.2 mg/dl. This result was reported outside the laboratory. The patient was not affected, no erroneous results were reported outside the laboratory. The customer replaced the calcium reagent with a different lot number (628028) which resolved the issue. Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.